Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent placement procedure in right external iliac via ipsilateral femoral approach, one-third of the stent got released while remaining two-third of the stent allegedly failed to release. It was further reported, that the defective stent was removed. The procedure was completed using another stent. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in right external iliac via ipsilateral femoral approach, one-third of the stent got released while remaining two-third of the stent allegedly failed to release. It was further reported, that the defective delivery system was removed. The procedure was completed using another stent. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed, and the product was found to have met all specifications prior to shipment. Investigation summary: the delivery system was returned for evaluation in activated condition; the covered stent was completely deployed inside the introducer sheath. Upon evaluation of the delivery system no defect of the mechanism or any components could be found. It is considered that the covered stent was partially deployed and during withdrawal of the delivery catheter through the introducer, the remaining part of the stent got deployed which leads to confirmed results for partial deployment. An indication for a manufacturing deficiency could not be found. In this case, it was that a 0.035" guidewire was used in combination with an 8fr introducer sheath. It is considered that the covered stent was partially deployed and during withdrawal of the system, the remaining part got completely deployed and stayed inside the introducer. Evaluation of the delivery system returned was performed, and no defect of the mechanism or any component could be found. Based on evaluation of the sample, the investigation is closed with confirmed results for partial deployment. A definite root cause for the reported event could not be established. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instructions for use states: "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Based on the instructions for use material required for a procedure using the covera vascular covered stent are 0.035 inch guidewire of appropriate length (...), introducer sheath with appropriate inner diameter. Regarding preparation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.". H10: d4 (expiration date: 09/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.